Manufacturer narrative:
A seaspine representative reported that a surgeon experienced back out with an unspecified screw from the cabo product family. Upon follow up, no further information was acquired. There are no other details at the time of this report. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
It was reported by a representative of seaspine that a surgeon experienced a back out event with an unspecified cabo screw. There was no other information provided.